Event description:
Admitted for explant fo pacemaker for failure to sense as noted in the history and physical. Pt was in a paced rythm on admission. Pacemaker was explanted, leads capped and replaced with a dual lead pacemaker. Medtronic reported epicardial and ventricualr lead sensing difficulties.